Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about 2 years ago the patient stopped using their stimulator because it did not help their problem. When the patient put the controller on their back it would not charge for it said it could not find the device. Patient called their doctor and they said to call medtronic to set up an appointment to see if someone could meet the patient at their doctor's appointment. The pt had an appointment set for november 7th. When recharging the implanted neurostimulator the pts back got really hot almost like a heating pad on. The recharger (rtm) was not warm when they took it off for it was just their ins battery that was hot. When asked for event date the patient said it had been a while and they thought maybe it was the stimulator itself so they did not think anything about it. Patient asked their doctor if they could take it out. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the heating during recharge and stimulator not helping was not determined. The patient was having no issues with their new equipment. The issues were resolved. There was no further discussion around removing the ins.